Event description:
It was reported that during the implant procedure, the physician could not fix the lead to the right atrium despite several attempts. Subsequently, the lead was no longer used and replaced. The patient was in stable condition.

Manufacturer narrative:
Final analysis found normal lead characteristics.